Event description:
While doing an ercp, jagtome placed through scope for sphincterotomy. When device was flexed the wire broke. The device was removed through scope. No apparent injury to pt or damage to scope.